Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 with a low heart rate. An emergency pacemaker implant procedure was performed, during which the initial right ventricular lead used was experiencing high capture thresholds after being implanted into the patient. The capture thresholds did not improve even after the patient was stabilized with a pacing system analyzer. The right ventricular lead was explanted and replaced, which solved the capture issue. The patient was stable throughout.